Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported high readings on a adc blood glucose meter. A health care professional reported a meter reading of 19 mmol/l when compared to a lab reading of 4.1 mmol/l and a meter reading of 27.8 mmol/l when compared to a lab reading of 3.6 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone respectively showing the difference in values to be clinically significant.